Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc tubing was defective/damaged on (B)(6) 2024, when giving infusion to the patient, it was found that the rehydration did not drop, and after loosening the adhesive tape, it was found that the sleeve needle hose was broken. Subsequently, the patient was replaced with a new indwelling needle, which did not cause much harm to the patient.

Manufacturer narrative:
1. From the follow-up information, it is learned that the bent catheter does not affect flow and does not leak. 2. 2 photos and 1 video returned from the customer, from which it can be identified that the bending site of the catheter is near the insertion site, and the bending angle of the catheter is large when the product is indwelled in the patient, the exposed part of the catheter is longer and slightly arched the patient's skin is dry and wrinkled with poor elasticity. 3. DHR/bhr review lot 3325899 1 this batch of products were assembled at intima ii auto line 4 in november 2023, and packaged at cfs package line in november 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4. The retained sample of this batch is taken for catheter bending resistance test and flow test, and the test results show no abnormal. Please see the attached test reports. 5. The catheter of bd indwelling needle has always been provided by bd sandy factory. The characteristics of the catheter are good biocompatibility, excellent bending resistance. 6. Analysis of possible causes 1 the bending angle of the catheter is large, indicating that the angle when the catheter is fed is large, and the catheter is therefore easy to be bent. 2 when the product is indwelled in the patient, the exposed part of the catheter is longer, increasing the viscosity of the catheter and the application, and the patient's skin is dry and wrinkled, poor elasticity, and the catheter is easy to be pulled out and arch, making the catheter bend more serious. Conclusion s no abnormality is found on process and retained sample. According to the analysis of the returned photos, video and follow-up information, the bending of the catheter may be related to the puncture angle, the application, and the patient's vein and skin conditions. However, the root cause of the bending of the catheter cannot be determined as no defective sample is received for further testing and confirmation.

Event description:
No additional information provided.